Manufacturer narrative:
Patient code (B)(4) does not apply to the event. The correct patient code is (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: (B)(4): information was received from a consumer regarding a trial patient. Allegations of the device not working were reported. Stimulation was turned on and clinician mode appears. It was noted that the device was turned off and then on again, but was still showing clinician mode. The manufacturer's representative (rep) was alerted and advised patient to call their clinician. Patient was also given the patient services number. On (B)(6), patient stated the wire got caught on something and they think it may have pulled out. On (B)(6), patient stated the lead wire had become dislodged. Patient further mentioned that they had contacted their health care professional (hcp) and had not gotten a return call. Patient said their lead got snagged and was pulled out of the ens, and now the evaluation was no longer working. No patient symptoms were reported no further patient complications were reported/ anticipated as a result of this event.